Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-07835 and correct the initial report submitted on (B)(6), 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device confirmed the followings; -inspection was conducted with the device, an olympus-owned cv-190plus, gif-hq190 and a light source cable maj-1941 sent by the user, but the reported event was not reproduced. There were no abnormalities inside and outside of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc guessed that the reported event was caused by the endoscope used in the procedure. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that an error 315 and a communication error occurred and the endoscopic image disappeared during a procedure. The device was used with an endoscope gif-h190n and a video processor cv-190 plus. The endoscope was pulled out of the patient's body and the procedure was discontinued. There was no report of patient injury associated with this event.